Event description:
In early 2008, the physician was performing an arthrectomy on a. Female pt. During the procedure, the hub came unattached from the sheath. The wire was still in and the physician was able to stop blood flow. There was a small amount of blood loss, but the pt was not injured. The only medications put through the sheath during the procedure were contrast and saline. The event had occurred one other time previously, but no info further information is known about this previous event. Pt was not injured.

Manufacturer narrative:
Add'l info: a visual examination confirmed the proximal end of the sheath , including the flare, had separated from the check-flo assembly. A further examination of the sheath did not detect the presence of material separation and/or elongation. However, we are not able to determine the root cause of the separation at this time. We are aware of the potential for separation and measures have been previously taken in an effort to address this matter. Out quality control department confirms the correct sheath connecting cap and that the flare is caught securely in the cap assembly 100% prior to further processing. Furthermore, the product label informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight. The identity of the device being introduced through the sheath during the arthrectomy procedure is unk. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.